Event description:
Boston scientific received information that this patient was in a car crash and this right ventricular lead was exhibiting impedance measurements greater than 2500 ohms, no sensing and no capture despite maximum device outputs. An x-ray revealed the lead was fractured in the location near the clavicle region where the seatbelt would be on the patient's body. The patient is not pacemaker dependent and was not experiencing any symptoms. A revision procedure was performed and the lead was removed from service and successfully replaced.

Manufacturer narrative:
The lead was surgically abandoned and will not be returned for testing. No other adverse events have been reported. This product issue will be re-evaluated if additional information is received.